Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 6, 2019 that spaceoar was implanted by a urologist during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient underwent external beam radiation therapy (ebrt) starting (B)(6) 2019 for 20 fractions. According to the complainant, two weeks after ebrt completion, the patient complained of right sided rectal pressure and discomfort which progressively intensified. On (B)(6) 2019, the patient a fever up to 102 degrees. The patient treated symptoms with advil and an old prescription for moderate to severe pain. During digital exam, the oncologist felt a palpable mass at the right lateral aspect of the rectum. The oncologist prescribed antibiotics and advised the patient to see a surgeon for further evaluation. On (B)(6) 2019, a CT scan was performed and the patient saw their primary care physician (pcp). The pcp performed a digital exam and also identified a mass. The pcp consulted the radiologist who read the CT scan, and the radiologist identified what they believed to be a fluid-filled abscess measuring approximately 10 ml at the bottom right hand corner of the spaceoar. The patient saw a vascular surgeon, but the surgeon was unable to feel the mass during digital examination and suggested the patient see their urologist. The patient saw their urologist and oncologist on september 12, 2019, and reported that symptoms were improving. As of (B)(6) 2019, the patient had finished their prescribed antibiotics. As of (B)(6) 2019, the patient condition continues to improve. A visit to the urologist will be scheduled in (B)(6).